Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath was introduced. Resistance was felt during insertion into the artery. The user could not advance the device any further, therefore the device was removed. The procedure performed was a percutaneous transluminal angioplasty (ptca). Manual compression was done and a femostop was used. Hemostasis was achieved by using both manual compression and a femostop. A deformation at the tip of the sheath was noticed after removing it. Patient was in stable condition with no harm. A 6 fr sheath was used prior to the angio-seal device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was not greater than 250cc's. There was no equipment or other device used with the involved product.

Manufacturer narrative:
H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon the outer diameter measurements. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and locator were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and found to have had a kink located at the blood inlet hole. No other signs of damage or deformation to the device were identified. Dimensions were measured for the locator and hemostasis sheath, and were found to have been within specification. The locator outer diameter (od) was found to have been 0.091 inches and the hemostasis sheath od was found to have been 0.116 inches. Both dimensions were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.